Manufacturer narrative:
Visual inspection of the returned product showed that the lens was torn into pieces and a haptic was stuck inside the cartridge. There was evidence of a clear surgical residue, however, there was no visible damage to the cartridge. A lot order search was performed and there was one similar complaint found.

Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and the lens was torn by the cartridge during insertion. The lens was removed without any patient injury. The reporter stated the cartridge was extremely dry even after using excessive viscoelastic.